Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had stored episodes of supra ventricular tachycardia (svt) that were thought to be actual ventricular tachycardia (vt) and the device withheld therapy. Programming options were discussed. The device remains in use. No patient complications have been reported as a result of this event.